Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at approximately 3 minutes "the tip of the moxy fiber became charred and stopped firing" and "the fiber within the metal cap was seem moving independently of outer sheath causing the beam to fire within the metal cap" were noted. The fiber was exchanged and the second fiber was used to complete the procedure at 221,693 joules and 27:37 minutes. The tip of the fiber was not cleaned during the procedure. Patient outcome: "no injury" reported.